Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having issues with the stimulator. Pt stated they are not getting therapy benefit since implant. Pt is having pain in the low back and hips and stim is not hitting the right areas. Pt mentioned the ins has slipped sideways in the pocket since a couple of weeks ago. Pt stated that their pain management healthcare provider (hcp) is wanting to install a peripheral neurostimulator next week. Pt is asking about meeting with a rep for programming.